Event description:
The pump required repositioning due to a skin and fat erosion. The catheter required replacement due to the pump repositioning. The final patient outcome was not reported.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump functioned normally.